Manufacturer narrative:
Manufacturer evaluation of the instrument logs found that bottle (B)(6) (ethanol) was not in contact with the corresponding sensor for approximately 2 minutes and 33 seconds from 10:11am on (B)(6) 2021, which is sufficient time to replace the reagent; and the station properties were reset at 10:14am on (B)(6) 2021, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 6 prior to these user actions were: ethanol concentration=90.3%, cycles=24, cassettes=2048, days=20. The reagent in bottle (B)(6) (ethanol) was used for the final dehydration step of both the "9.5 hour large tissue" protocol comprising 32 cassettes, which started in retort a at 17:22pm on (B)(6) 2021 and completed at 03:00am on (B)(6) 2021 and the "2 hour biopsy" protocol comprising 32 cassettes, which started in retort b at 19:21pm on (B)(6) 2021 and completed at 02:34am on (B)(6) 2021. The station properties for bottles (B)(6) (formalin), (b)6) (70% ethanol), (B)(6) (70% ethanol), (B)(6) (ethanol), (B)(6) (xylene), (B)(6) (cleaning xylene) and (B)(6) (cleaning ethanol) together with the wax in wax chamber (B)(6) were reset between 04:53am and 05:46am on (B)(6) 2021. The information provided by the complainant details that a use error occurred during replacement of the reagent in bottle (B)(6) (ethanol), in which a user incorrectly replaced the reagent this bottle with 70% ethanol rather than 100% ethanol and affirmed in the instrument graphical user interface (gui) that the reagent concentration was to be set to the default value of 100%. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle (B)(6) (ethanol) with an ethanol concentration of 70% due to the use error which occurred between 10:11am and 10:14am on (B)(6) 2021 when replacing this reagent, was used for the final dehydration step of both the "9.5 hour large tissue" protocol started in retort a at 17:22pm on (B)(6) 2021 and the "2 hour biopsy" protocol started in retort b at 19:21pm on (B)(6) 2021, from which sub-optimal tissue processing was reported by the complainant. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Based on the information provided by the complainant that a user had replaced the contents of bottle (B)(6) with 70% ethanol and reset the reagent concentration to the default value of 100%, it was determined that the root cause of the sub-optimal tissue processing reported was a use error, which occurred between 10:11am and 10:14am on (B)(6) 2021 when replacing the reagent in bottle (B)(6) (ethanol). The available information indicates that manual replacement of the reagent in bottle (B)(6) (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number (B)(4) and the following information was documented: "customer inquiring how to look up a protocol that was run last night. Under processed tissue, 130 samples affected, retort a, overnight 9.5 hr processing protocol. No errors provided, caller believes there was a reagent change preformed [sic] incorrectly. Customer stated that reagent bottles (B)(6) were changed preemptively. The instrument was not signifying (B)(6) bottles were due for change. She believes the technician [sic] changed bottle 6 with 70% when it should be pure ethanol." On 18 february 2021, the assigned leica application specialist - core histology (fss) visited the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The fss documented the following observations: "customer had already dumped all reagents and loaded with new reagent before fas was able to get onsite. They were already reprocessing the tissue. Customer got a notification that bottle (B)(6) had reached the reagent change threshold of 2,000 cassettes and they then replaced bottle 6 with pre-diluted 70% alcohol instead of 100% alcohol." The fss has scheduled to provide user training between (B)(6) march 2021. The fss also documented that sub-optimal processing of tissue in 102 cassettes was derived from the "2 hour biopsy" protocol executed in retort a, which started at 19:21:57pm on (B)(6) 2021 and the "9.5 hour" protocol executed in retort b, which started at 17:22:23pm on (B)(6) 2021. The tissue type of the affected samples was detailed as "various". The size of the affected tissue samples was not provided. On 02 march 2021, leica biosystems (B)(4) received information from the assigned leica application specialist - core histology that all cases involved in this event were diagnosable and re-biopsy had not been either recommended or performed.